Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection "), genital haemorrhage ("abnormal bleeding (general)") and infection ("serious infection requiring hospitalization") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 3 months 3 days after insertion of essure, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)/ menstrual pain"), abdominal distension ("severe bloating/ gastrointestinal or digestive system condition type: severe bloating"), vaginal infection ("chronic vaginal infections/ vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("chronic urinary tract infection/ urinary tract infections"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue") and cystitis ("infection (bladder)"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormally heavy menstrual bleeding\ prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), pelvic pain ("severe pelvic pain/ pain/ chronic pelvic"), abdominal pain lower ("severe abdominal cramping \ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), urticaria ("hives"), pruritus ("itching"), allergy to metals ("allergic reaction to nickel") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery. At the time of the report, the pelvic infection, genital haemorrhage and cystitis outcome was unknown and the infection, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dysgeusia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, urinary tract infection, dyspareunia, rash, urticaria, pruritus, alopecia, fatigue and allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continued to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Updated laboratory onset date. Updated suspect drug indication. Added event abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder). Updated events and outcome. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection / chronic pelvic"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding (general)") and infection ("serious infection requiring hospitalization") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 3 months 3 days after insertion of essure, the patient experienced migraine ("worsening of her migraines / migraines") and headache ("worsening of her headaches / headaches"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)/ menstrual pain / dysmenorrhea (cramping)"), abdominal distension ("severe bloating/ gastrointestinal or digestive system condition type: severe bloating"), vaginal infection ("chronic vaginal infections/ vaginal infection / vaginal infection"), vaginal discharge ("vaginal discharge / vaginal discharge"), urinary tract infection ("chronic urinary tract infection/ urinary tract infections / urinary tract infections"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), rash ("rashes / rashes"), urticaria ("hives"), fatigue ("chronic fatigue/ fatigue / fatigue"), cystitis ("infection (bladder)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormally heavy menstrual bleeding\ proloned and abonormal menstruation/ abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), pelvic pain ("severe pelvic pain/ pain/ chronic pelvic / pain"), abdominal pain lower ("severe abdominal cramping \ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain / hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth / metallic taste in mouth"), pruritus ("itching / itching"), allergy to metals ("allergic reaction to nickel / nickle allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"). The patient was treated with diphenhydramine hydrochloride (benadryl), metronidazole (flagyl) and surgery. Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage and cystitis outcome was unknown and the infection, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dysgeusia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, urinary tract infection, dyspareunia, rash, urticaria, pruritus, alopecia, fatigue and allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic infection, pelvic pain, pruritus, rash, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continued to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet was received: events added from pfs- gastrointestinal or digestive system condition.the events nickle allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal infection, chronic pelvic , migraines, headaches, urinary tract infection, pain, nickel allergy, rashes, hives, itching, vaginal discharge , metallic taste in mouth, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hip pain were clubbed with previous events. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.